Manufacturer narrative:
Please retract this report 2017865-2025-11199, review of additional information indicates that the device should not have been reported as the therapy was confirmed to be delivered appropriately.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-11199, review of additional information indicates that the device should have been reported as the therapy was confirmed to be delivered appropriately.

Event description:
It was reported that the patient presented at clinic upon receiving multiple inappropriate shocks by their implantable cardioverter defibrillator (ICD). No additional intervention has been performed. The patient reported pain but remained stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.